Event description:
Additional information received. It was reported, there had been no stimulation sensation for "a week or so," despite charging the implantable neurostimulator (ins) for up to two hours the prior day. The patient did not know if he was charging the device right. The patient was instructed to use the antenna locate feature, which resolved the recharging issue. It was also reported, the device settings were activated "at least two weeks" ago because, the patient was having pain. Patient had been taking more oral pain medication due to increasing pain. It was also reported, there was an ins replacement because, the old device was causing shorts and shocking the patient. The patient's previous device was explanted from the lower right abdomen and replaced with a new device in the right buttock. The ins leads had also been replaced because, the patient was not getting full stimulation. The ins unit had depleted its battery. The explanted device was originally implanted in 2009 and was supposed to last 8 years. With the old implant it was noted, the patient "felt like he put his hands in a 110 [volt] and got shocked" when he raised his arms above his head. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient's device "shut down" and the patient felt no stimulation sensation. This occurred the past two nights prior to report. The event began to occur following a fall that happened two days prior as well. No stimulation had been felt since the fall. The patient reported that his health care provider discovered that his lead had broken months ago. The patient was unsure how that was determined. The patient had to have an l3, l4 reconstructive surgery and was still receiving stimulation and fairly good pain coverage so he decided not to have surgery to fix the lead at the time. The patient confirmed stimulation was on, but after increasing intensity he could not feel anything and was in a great deal of pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1995. Product type: extension: product ID 7435, serial# (B)(4). Product type: programmer, patient: product ID 3487a, lot# l35021, implanted: (B)(6) 1995. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).